Event description:
Customer reports potential false positive result from one sample.

Manufacturer narrative:
Customer reports observing potentially false positive result when testing one patient sample. Customer provided data to technical support team. Technical support team note that the data shows covid CT value was observed but curves did not appear to cross threshold. Customer has been advised on potential pipetting errors and potential contamination with inhibitor. Request made to the customer to repeat the sample run neat and with additional dilutions as per IFU. No response has been received from the customer at this time. Customer did not provide lot number of suspect device. No internal investigation has been performed. Patient status was not reported. No patient harm, injury or adverse health consequences were communicated by the customer to lumiradx for the reported event.